Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The device was received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a button error on the insulin pump that could not be cleared. The blood glucose reading was not known. Nothing further was reported.